Event description:
It was reported that the device deployed the staples without difficulty during a hemorrhoidectomy. The device was removed from the rectum unincumbered and 25% of the staple line was not approximated. Hand suturing was required to complete the staple line. There was no reported pt consequence.